Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing became damaged due to being pulled by the customer. Subsequently, the customer experienced an elevated blood glucose level displayed as "high". Bg value was not provided. A manual insulin injection was administered to address bg level. The cartridge was changed to address the reported issue.